Event description:
It was reported, the patient experienced shocking, coupling issues, and was charging her device longer. It was reported, the patient was able to get 6-8 bars on her implantable neurostimulator recharger (insr) but it "difficult to keep." If the patient moved from the sitting position, she would lose her coupling level and it was noted it was difficult for her to stay sitting for a long period of time due to her restless leg syndrome. The patient felt there was an issue with her device; she usually charged her implantable neurostimulator (ins) when it got to about 1/4 charge left and it could take her at least 1.5 hours to charge it fully and sometimes it took longer. The patient tried turning the antenna dial but did not press the green start charge key afterward. The patient tried using the belt but it did not stay in place. The patient also tried holding the antenna on the implant site with her hands, using spandex pants, and tucking her antenna into her back brace but she did not get consistent coupling. It was also reported, the patient was having issues with her battery depleting "more rapidly than before." The patient had completely charged her stimulator yesterday and had had her stimulator on for 5 hours since and it was already down to 1/2 full. The patient used to be able to go at least 3 days before needing to recharge but she now had to charge at least every 2 days. It was reported, the patient's pain had increased over time and her device was reprogrammed about 1- 1.5 years ago. The patient's healthcare professional (hcp) checked her ins at her appointment a week prior to this report. It was reported, the patient had "another follow up appointment with her hcp on (B)(6) 2012." It was also reported, the patient experienced a shocking sensation following a position change. The patient had to turn her stimulation off at night in order to sleep because if she changed from her left side to right or tried to lie on her back she got shocked. It was also reported, it was difficult for the patient to lean back against her couch when sitting. It was noted this started to occur about 1 - 1.5 years ago. It was also reported, the patient's restless leg syndrome in her left leg was irritated by her stimulation. It was noted, the patient's ins was implanted for pain in her back and left leg which was unrelated to her restless leg syndrome. The patient also took tramadol orally to help when her stimulation was off or if she had an increase in pain. It was reported later, the same day, the patient also thought her device was moving around in the pocket. It was noted, the patient had lost "a lot" of weight in the last few years and the patient thought the device could be moving due to the weight loss. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported that the patient still had concerns regarding her device or therapy, but was working with an hcp or manufacturer representative. It was noted that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect and a shocking or jolting sensation. It was noted that the patient was confusing coupling bars with the charge level of the battery. It was noted that the patient¿s restless leg syndrome would not allow her to use the stimulator when she had a lot of pain or moved a lot. Patient was taking pain medications now but it was still painful. It was noted the patient had to go back on a narcotic due to pain being so bad. Patient was upset. It was noted that the implantable neurostimulator (ins) "was working great after implant, but then progressively got worse". Patient was unable to raise her leg or move when it was really painful and could not use it at night since she moves a lot then. It was noted that when the patient had a lot of movement she had pain. When the patient used the stimulator she stated ¿it hurts more than using it, it was horrible.¿ it was noted the patient could not have surgery on her back. It was stated that the patient had a CT scan of her back two weeks prior to the report. It was later reported that if the patient used the stimulator for 2 days for 4-6 hours a day she would have to charge it up and it took at least 2 hours to charge. Patient never let it get all the way down and it never charged all the way up. Patient usually got 6 coupling bars but then it would go down. Patient settings were ¿390, 370, 340, and 350.¿

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).